Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ pump set and tubing had flow issues and the patient didn't receive "levophed " as a result. The following information was provided by the initial reporter: "I kept up titrating the levophed to over 0.5 with the doctors at the bedside multiple times with no noticeable improvement in patients bp. Labs were sent and patient started on high dose steroids. Vasopressin was ordered in addition to the levophed. Before I hung the vaso I realized the pump was not actually delivering any levophed at all even though the line was primed and loaded correctly and the pump thought it was delivering it and gave no errors at all. Upon further inspection the tubing inside the channel was flat and the internal pump mechanism did not seem to be working correctly while the pump seemed to be infusing with no problems and no errors/alarms. Levophed was disconnected and no difference to patients bp was noted. Charge rn, resident, and fellow notified. This set of tubing was dated and hung on 1-22 and the bottle of levophed had more than 250cc of volume in it where a new bottle has 250. The patient couldn't have gotten any levophed when they originally hung the container 3 days prior either. This occurred on 9f at puh the micu. I spoke with the unit leader and biomed currently has the tubing & pump."

Event description:
It was reported that the unspecified bd¿ pump set and tubing had flow issues and the patient didn't receive "levophed " as a result. The following information was provided by the initial reporter: "I kept up titrating the levophed to over 0.5 with the doctors at the bedside multiple times with no noticeable improvement in patients bp. Labs were sent and patient started on high dose steroids. Vasopressin was ordered in addition to the levophed. Before I hung the vaso I realized the pump was not actually delivering any levophed at all even though the line was primed and loaded correctly and the pump thought it was delivering it and gave no errors at all. Upon further inspection the tubing inside the channel was flat and the internal pump mechanism did not seem to be working correctly while the pump seemed to be infusing with no problems and no errors/alarms. Levophed was disconnected and no difference to patients bp was noted. Charge rn, resident, and fellow notified. This set of tubing was dated and hung on (B)(6) and the bottle of levophed had more than 250cc of volume in it where a new bottle has 250. The patient couldn't have gotten any levophed when they originally hung the container 3 days prior either. This occurred on 9f at puh the micu. I spoke with the unit leader and biomed currently has the tubing & pump."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.